Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned without the guidewire used in the intervention. The hypotube is kinked at 10 locations. The distal shaft is severely kinked at three locations. A reference guidewire could be introduced from both sides without resistance until the severe kink in the middle was reached. The balloon has been inflated and was returned in a completely deflated state. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pantera leo coronary balloon catheter was selected for treatment. Difficulties were experienced in withdrawing the pantera leo over a guide wire. Both devices had to be removed together. Originally reported on MDR-1028232-2021-00879, under incorrect lot number. Closed that report as being opened in error.